Event description:
Caller reported an error with the continuous glucose monitoring system, specifically cgm error 42. There was no reported impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller planned to reset the pump at a convenient time, with a follow-up suggested if the issue continued.